Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus europa se & co. Kg (oekg). Oekg checked the subject device and found that the reported phenomenon was duplicated due to the failure of the electrical circuit board and there was liquid on the electrical circuit board. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the laparoscopic prostatectomy, the endoscopic image was not displayed. The user replaced the subject device and completed the procedure. The normal duration of the procedure is 90 minutes. The subject procedure required 30 minutes additional time. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the reported information, it is presumed that the liquid flowed in at the time of use or storage, adhered to the internal board, and broke down because each board was short-circuited by liquid. If additional information becomes available, this report will be supplemented.